Event description:
It was reported that an emboshield nav 6 embolic protection device was deployed in the left common carotid artery (lcca). A xact 7x30 stent jumped approximately 2 mm distally during deployment in the tortuous, heavily calcified, lcca lesion. The patient experienced hypotension as well as aphasia and right hand numbness. Dopamine, atropine, and intravenous fluids were given. A xact 9x30 stent was deployed proximal to and overlapping the first xact stent. A kink was noted in the artery. An acculink 6.0x30 stent was deployed distal to that kink. An acculink 7.0x30 stent was deployed proximal to the first acculink. Another kink was noted distal to all the other stents, so a third acculink, 7.0x30 stent was advanced through the stents and deployed at that kink. The kinks were attributed to the vessel tortuosity. CT scan of the head, done on (B)(6) 2011, showed no evidence of frank hemorrhage, likely left-sided ischemic infarction suspected, likely left sided edema with effacement of the frontal sulci. Repeat CT scan, done on (B)(6) 2011, showed possible hypoxic injury with reperfusion; there was no evidence of hemorrhage, although the possibility of reperfusion hemorrhage is not excluded. The hypotension of unknown duration was treated with sudaphed post procedure. The aphasia resolved two hours post-procedure and right hand numbness resolved by the time of discharge on (B)(6) 2011. The patient had been on aspirin and plavix pre-procedure and post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product used during the procedure was not returned which could have aided in the determination of the cause; however, inaccurate delivery may be a result of, but not limited to, patient vessel geometry or the vessel diameter which could have been larger than the stent or when the stent does not appose the vessel wall when the stent is fully deployed, and when there is inadvertent movement of the handle during deployment or the positioning of the stent prior to deployment was not optimal. The reported patient effect of hypotension is a known potential adverse event as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling. Review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query the complaint handling database for the reported lot revealed no other incident. All xact stent systems are visually inspected online for stent placement and damage. Additionally, a sampling of units is destructively tested to verify proper stent deployment. The other xact stent, the two acculink stents and the emboshield nav 6 are each being filed under separate MFR numbers.